Event description:
Related manufacturing reference number: 2017865-2021-30537. Related manufacturing reference number: 2017865-2021-30546. It was reported that the patient presented for explant of the pulse generator due to pocket infection. The device, right atrial, and right ventricular leads were explanted. The patient was in stable condition.